Event description:
It was reported "no disposable, clamp tubing." Was experienced. The cassette was removed, gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Removed cassette again and tapped and massaged tubing to disperse air bubbles. Replaced cassette and alarming continued. Powered pump off and advised they call clinic for further instructions.